Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir caused two pumps to alarm and was not able to be used. It was reported that no further details were provided. No adverse effects were reported.

Manufacturer narrative:
Additional information received by smiths medical that the patient received remaining infusion by switching tubing. Reported that infusion is life sustaining and affected item is not available for return.